Event description:
This companion driver caddy was not in use by a pt. During inventory audit at the syncardia warehouse, it was discovered that the companion driver caddy had a defective handle. The companion driver caddy will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.